Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. The measurements usually trend in the 500 ohms range with a couple increases to the 800 ohms range observed. In-clinic follow-up was discussed along with lead configuration reprogramming options. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).